Event description:
It was reported that during a procedure when the physician pulled the pentaray nav catheter out from the patient body, it was noticed that the bond joining the plastic on the distal end of the catheter to the plastic of the shaft completely came apart. The catheter was changed to another similar device. No patient consequence was reported. No information was received regarding the sheath either used in the procedure either. Further detail of the incident had been requested, however, no further detail information could be provided. It is also unknown whether or not the catheter was reprocessed.

Manufacturer narrative:
No specific device mfg #/ model # as well as lot # was provided. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during a procedure when the physician pulled the pentaray nav catheter out from the patient body, it was noticed that the bond joining the plastic on the distal end of the catheter to the plastic of the shaft completely came apart. The catheter was changed to another similar device. No patient consequence was reported. No information was received regarding the sheath either used in the procedure either. The returned device was visually inspected upon receipt and the reported condition was confirmed since the tip and shaft was found separated. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener from the quad lumen tip. In order to recreate the issue, a tensile strength test was performed to a representative catheter samples, and it could not be duplicated. All devices were found within specification. The complaints database has been reviewed and there is no other complaint reported from the same lot number. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The customer complaint has been verified.